Event description:
During shift check, the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll tech support provided instructions to the customer and helped them clear the ua45 advisory message. The customer installed a new lifeband and powered on the autopulse platform, but it displayed fault code 16 (timeout moving to take-up position). The customer powered off the autopulse platform for two minutes and turned it back on, but fault code 16 persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn 32061) displayed fault code 16 (timeout moving to take-up position) upon powering up was confirmed in the archive data and during functional testing. The root cause of fault code 16 was the malfunctioning drivetrain motor (slipped bushing), likely attributed to the age of the device. The autopulse platform was manufactured in april 2013 and is almost eleven years old, well beyond its expected service life of five years. The customer also reported that the autopulse platform had displayed user advisory (ua) 45 (not at "home" position after power-on/restart) before displaying fault code 16. The archive data verified multiple ua45 advisories to have occurred prior to fault 16, confirming the customer's reported complaint. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Zoll tech support provided instructions to the customer and helped them rotate the platform's driveshaft to "home" position to remedy the ua45 advisory message. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data revealed multiple fault code 16 on the customer's reported event date, confirming the reported complaint. Further review of the platform's archive showed multiple fault code 41 (patient temperature sensor failure) around the customer's reported event date, unrelated to the reported complaint. Visual inspection revealed that one of the head restraint wires on the top cover was frayed, unrelated to the reported complaint. The cut head restraint does not render the autopulse platform non-functional. The probable root cause of the observed physical damage is mishandling. The top cover must be replaced to address the issue. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The malfunctioning drivetrain motor assembly was replaced to remedy the fault. Further functional tests passed with no issues. The platform's driveshaft was inspected and verified to be rotating smoothly and as expected, and no malfunction was found on the encoder integrated gearbox. Subsequently, the autopulse platform successfully passed a 15-minute run-in test using the large resuscitation test fixture (lrtf) without any fault or error. Fault code 41, which was noted in the archive data, can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours), by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause the ua41 to appear. The temperature sensor cabling was replaced as a preventive precautionary measure because the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).